Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was a short in the electrode belt trunk cable. The cause of the hi-pot test failure is the short. The root cause of the short cannot be positively identified. No adverse event resulted form the shorted wire. The last pt to use this belt did not report any deficiencies.